Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device was received with no telemetry thus no battery status could be obtained. Detailed analysis noted that the device passed all manual electrical measurements. The device was unable to pace with the application of a magnet due to the depleted condition of the battery and increased demands placed upon it when attempting to pace at the magnet rate. Based upon the length of the implant, laboratory analysis concluded that the device has depleted normally and meets specification for normal battery depletion.

Event description:
Boston scientific received information that during a follow up visit of this pulse generator (pg) the battery status of the device was at end of life (eol) with a magnet rate of 83 beats per minute. At the previous follow up four months prior the device indicated a magnet rate of 91 beats per minute. A device replacement was scheduled. The customer inquired for technical advice when it came to why the device declared eol in such a short time period. Premature battery depletion was alleged. No adverse patient effects were reported. Technical services noted that it was difficult to elaborate on the possible cause for this rapid depletion and recommended explanting and returning the device for analysis.

Manufacturer narrative:
Upon analysis this event will be udpated.

Event description:
No adverse patient effects were reported.